Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump got wet. The customer went to the emergency room (ER) due to a blood glucose (bg) level of 399 mg/dl. Customer was treated with "a big dose of insulin" to address the elevated bg. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.